Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed incoming functional testing related to its liquid crystal display, which had segments missing and its heart wire connector, which had a contact issue with the tester. It was additionally noted that the upper case and two side bail covers were broken, the lower case was broken and contaminated, the lead flex cover, main printed circuit board, battery flex and heart lead flex were contaminated, the battery contacts were compressed and one side bail was missing. The device was to be scrapped in-house. (B)(4).